Event description:
The customer stated they received questionable results on two different samples from one patient tested with the tsh - thyrotropin reagent. The first sample was from (B)(6) 2013. The initial tsh result was 1156.60 uiu/ml. After treatment with peg the customer obtained a result of 39.35 uiu/ml. The second sample was from (B)(6) 2013. The initial tsh result was 1014.50 uiu/ml. After treatment with peg the customer obtained a result of 38.04 uiu/ml. It is unknown which results were reported outside the laboratory. Due to the elevated tsh the customer suspected the possibility of macro-tsh. The customer stated there was no death, injury, illness, or serious deterioration in health due to the erroneous result. It is unknown on what analyzer the tests were performed.

Manufacturer narrative:
The investigation was unable to determine a conclusive root cause. Patient sample sent by the customer to the manufacturer was evaluated. The presence of a high molecular weight substance causing the high tsh value seems to be likely. There was insufficient sample for further investigation.

Manufacturer narrative:
The event occurred in (B)(6).